Event description:
Cna, with history of eczema, stated her eczema returned upon wearing the glove. Symptoms were blisters/open area/dermatitis on her hands and extending up her arms. She saw her family physician who prescribed clobetasol propionate cream.

Manufacturer narrative:
The customer was not able to provide the sample or lot number involved, therefore, the device history record could not be reviewed. Historical trending was done. A small precentage of the population may experience allergic reaction to some of the anti-oxidants and accelerators, which may be added during the manufacturing process. The supplier shall strengthen the leaching process in order to decrease the finished glove's chemical leftover, which might cause irritation to certain people. Often reactions may be caused by contact dermatitis and may not be allergic in nature at all.